Manufacturer narrative:
The event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. The root cause may be overfilling of the jaws. The instructions for use warn, "do not overfill the jaws of the device with tissue as this may compromise the sealing and cutting function, and/or prevent the jaws form opening properly." Although the root cause of the event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Lap hysterectomy- "tissue slipping out of jaw when grip is locked, without activation. Tissue slipping pronounced when tissue is grasped, grip is locked and the handpiece is consequently activated; tissue moved distal towards jaw tip, seal cycle is interrupted when tissue slips off the tip completely. Exerted traction to the tissue pronounces slipping as well." Patient status - ok.